Event description:
Further follow up with the neurologist confirmed that the seizure frequency did not change with the placement of the vns. The neurologist clarified that the report of increased seizures was made by the patient¿s father after the patient¿s two years absence from the physician's clinic. The neurologist informed that the patient¿s seizures are very frequent; however the patient was diagnosed with an epileptic encephalopathy of probable genetic origin. The physician further clarifies that there was no benefit to the patient with the vns therapy. It was mentioned that the vns titration was interrupted at low parameters of current, because the family failed to attend sessions for over 2 years. No other relevant information has been received to date.

Event description:
Within clinic notes provided for the patient, there was mention that the patient experienced a period of very frequent seizures after the vns implant. No other relevant information has been received to date.